Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to an allegation from a user that sparks had flown out of the cable portion of the simply go mini portable concentrator device. The sales rep visited the patient's home and confirmed that the coating of the molded portion of the device side connector of the ac adapter was peeled off and had evidence of burn marks. Per the sales rep, the connector was the old type, so the rep replaced the entire device with one that had a new type of connector. There was no report of patient harm or injury or medical intervention. The sales rep stated the repair of the device is unnecessary as the lease term of the rental device will end on (B)(4), 2024. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received the simply go mini device with ac cable and adapter for evaluation. The complaint of the cover of the power cord connected to the main body connector of the ac adapter was torn and had a burnt smell. The ac adapter was replaced. There was no patient harm or injury reported. The philips respironics simplygo mini portable oxygen concentrator is for prescription use by patients requiring high concentrations of oxygen on a supplemental basis. It is small, portable, and is capable of continuous use in home, institution, and travel/mobile environments. The user manual states: periodically inspect electrical cords, cables, and the power supply for damage or signs of wear. Discontinue use and replace if damaged.